Manufacturer narrative:
Device not returned.

Event description:
Nurse was at a premature baby delivery and the baby needed to be bagged. Bag would not function properly. Nurse had to quickly grab neo puff and switch face mask to it. Also the manometer went all the way up and it got stuck there.